Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. An aspiration pneumonia is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. A physician reported that on (B)(6) 2018 the patient has aspiration pneumonia and therefore he will be treated with antibiotic 1x2g ceftriaxon daily intravenously. Nursing stated that the aspiration was due to the disease process and not to the procedure. They states that the patient already suffered from aspiration pneumonia several times before duodopa therapy, also even before the start of treatment to be medicated with duodopa..